Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 8/31/2016, and confirmed a leak from tubing through pinch valve pv42; the tubing was replaced, resolving the leak. (B)(4).

Event description:
A customer reported a leak from the manual probe of a coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat when approximately 1 ml of fluid was observed from the manual (secondary) probe. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.